Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation and the logfile analysis showed that the root cause of the incident was as defective led board (part n° msp159234) which caused an initialization process problem of the operating system. Technical fault 9118 is an error indicating that the keys and leds on the interaction panel are not working properly. Our partner replaced the defective led board and successfully ran all tests. The display provides essential real-time data on ventilation parameters, enabling healthcare professionals to make informed decisions. A malfunction of the display during ventilation of a patient could lead to incorrect settings or missed alarms, posing a significant risk to patient safety. Therefore, the issue is reportable. There was no patient or user harm.

Event description:
Hamilton medical ag received the following event description: during ventilation of a patient, the device alarmed with tf9118. No harm ot the patient occured.

Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation of a patient, the device alarmed with tf9118. No harm ot the patient occured.